Event description:
Information was received that patients experienced persisting range of motion (rom) limitation under consolidation requiring additional surgery. There is no additional information available.

Manufacturer narrative:
The device has not been returned nor has additional information been made available. A root cause is unable to be determined. Journal article citation: vogt, b., rupp, c., gosheger, g., eveslage, m., laufer, a., toporowski, g., roedl, r., & frommer, a. (2023). A clinical and radiological matched-pair analysis of patients treated with the precice and stryde magnetically driven motorized intramedullary lengthening nails. The bone & joint journal, 105-b(1), 88¿96. Https://doi.org/10.1302/0301-620x.105b1.bjj-2022-0755.r1.

Event description:
Information was received via literature review that patients experienced persisting range of motion (rom) limitation, one in the knee and three in the ankle, under consolidation requiring additional surgery. There is no additional information available.